Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months didn¿t show any previous complaints of this kind against the system. The system was manufactured on november 27, 2013. Based on qa assessment, the product met specifications at the time of release. The reported event was not replicated as the system was found to meet specifications. Therefore, the cause of the event remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, poor vacuum during phacoemulsification and I/a (irrigation and aspiration) were experienced. There was no harm to the patient.